Event description:
It is alleged the pt developed cellulitis following a right shoulder arthroscopy acromioplasty and distal clavicle excision. A 250cc infusion pump with .5% plain marcaine was used. It was reported that the pt was hospitalized for a second procedure consisting of a scope and debridement of the wound. It was reported that the pt was put on IV antibiotics. A culture was taken and resulted in a "mrsa"-staph infection. It was reported the pt status has improved. The surgery took place in 2002. The pt was instructed by the hospital staff to keep the pump on until the screen read "empty". The pt removed the pump 5 days later. The pump was still running and did not show the pump was "empty". The pt states the screen display read "amount delivered 378cc" and that some medication still remained in the pump. The pt started feeling sick that day. They removed the pump.